Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delayed delivering therapy during defibrillation threshold testing at impant. Therapy was delivered following a several second delay and the patient's arrhthmia successfully converted. The device remains implanted.